Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
A hole in the pilot bulb was found.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device was examined by the naked eye under normal lighting, no defects were identified. Leak test was conducted to see if there were any functional problem. A leak was detected in the pilot balloon. There was an approximately 1 mm cut in the pilot balloon, which was located at the end of the inflation valve. The root cause of the reported issue was not determined. Devices are 200 percent inspected for leaks prior to packaging: once by manufacturing and once by quality. If the cut was present, it would have been detected during the leak tests. Due to the location of the cut, a force may have been applied to the balloon or the balloon was trapped between objects, which could have caused the inflation valve to pierce the balloon. Actions taken to mitigate the reported: no adverse trends have been identified related to this issue. No corrective actions are planned at this time. If the occurrence of this issue increases significantly, additional investigative action will be taken. Additional information provided in d4, h2.

Event description:
It was reported that a hole in the pilot bulb was found.